Manufacturer narrative:
Further information was requested but not received. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2023-11299. Related manufacturer reference number: 2017865-2023-11300. It was reported patient developed an infection. Pericardial effusion was also noted, and lead perforation was suspected. The device was explanted. The patient was stable.